Event description:
It was reported that during a revision surgery due to an impingement, it was detected that the ceramic ball head was loose on the stem's taper. An MDR was not filed initially because the only product known to be involved in the event is not currently sold in the u.s. It has since been determined that one of the other parts involved is sold in the u.s. Therefore, this event will be reported to the FDA.